Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The daughter of a (B)(6) female pt contacted zoll lifecor customer support service to report the prong on the pt's charger is broken. The pt was provided with a replacement battery charger.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra 2 meter. The patient mentioned that he tested his blood glucose on (B)(6) 2010 in the morning and obtained a 306 mg/dl. He tested three times, greater than 20 minutes from one another and obtained the same result. The patient took his usual dosage of medication (one pill of metformin and 30 units of novolin insulin). Approximately 10-15 minutes later, the patient developed symptoms of feeling sweaty and bad. The patient did not seek any medical attention or contact their physician for assistance. A quality control test was not done since the patient didn't have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the high reading, he took his usual dosage of diabetes medication and 10-15 minutes later developed symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.